Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had an insulation break. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.